Event description:
It was reported that the atrial lead dislodged into the svc (superior vena cava). The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 407652 lead, implanted: (B)(6) 2012; etlw1620c124e stent graft, implanted: (B)(6) 2012; etlw1613c93e stent graft, implanted: (B)(6) 2012; etbf3216c124e stent graft, implanted: (B)(6) 2012. (B)(4).

Manufacturer narrative:
Evaluation summary: analysis was performed and no anomalies were found, however visual summary analysis of the lead indicated apparent explant damage; full lead returned and analyzed.